Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping in abdomen"), pelvic infection ("infection (other) describe: pelvic") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia. Previously administered products included for an unreported indication: loestrin 24 fe and depo provera. Concurrent conditions included depression, tachycardia, spinal osteoarthritis, spinal stenosis of lumbar region, anxiety, herpes simplex virus conjunctivitis and asthma. Concomitant products included naproxen sodium (aleve) for pain as well as citalopram since (B)(6), escitalopram oxalate (lexapro) since (B)(6), ibuprofen, metoprolol since (B)(6), nicotine (nicoderm) since (B)(6) and trazodone since (B)(6). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), neck pain ("neck pain") and fatigue ("fatigue"). On (B)(6)2012, the patient had essure inserted. In (B)(6), the patient experienced hypoaesthesia ("other injury(ies) or complication please describe: numbness") and asthenia ("other injury(ies) or complication please describe: weakness"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("infection (other) describe: vaginitis"), pain ("pain"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, pelvic infection, menorrhagia, vaginal haemorrhage, vaginal infection, urinary incontinence, pain, weight increased, migraine, nausea, depression, anxiety, hypoaesthesia, asthenia, alopecia, back pain and fatigue outcome was unknown and the headache, abdominal pain and neck pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, depression, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, neck pain, pain, pelvic infection, urinary incontinence, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: new pfs received. Lot number added. New events- abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic/vaginitis, bladder or urinary problems or changes, headaches, other injury(ies) or complication please describe: numbness and weakness, hair loss, abdominal pain, back pain, neck pain, fatigue were added. New reporter, concomitant conditions, medications, historical drugs were added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping in abdomen'), pelvic infection ('infection (other) describe: pelvic') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia. Previously administered products included for an unreported indication: loestrin 24 fe and depo provera. Concurrent conditions included depression, tachycardia, spinal osteoarthritis, spinal stenosis of lumbar region, anxiety, herpes simplex virus conjunctivitis and asthma. Concomitant products included naproxen sodium (aleve) for pain as well as citalopram since 2014, escitalopram oxalate (lexapro) since 2012, ibuprofen, metoprolol since 2013, nicotine (nicoderm) since 2016 and trazodone since 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), neck pain ("neck pain") and fatigue ("fatigue"). In 2013, the patient experienced hypoaesthesia ("other injury(ies) or complication please describe: numbness") and asthenia ("other injury(ies) or complication please describe: weakness"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("infection (other) describe: vaginitis"), pain ("pain"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic infection, menorrhagia, vaginal haemorrhage, vaginal infection, urinary incontinence, pain, weight increased, migraine, nausea, depression, anxiety, hypoaesthesia, asthenia, alopecia, back pain and fatigue outcome was unknown and the headache, abdominal pain and neck pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, depression, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, neck pain, pain, pelvic infection, urinary incontinence, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping in abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain ("pain"), weight increased ("weight gain"), migraine ("migraines"), nausea ("nausea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pain, weight increased, migraine, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, migraine, nausea, pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.